Event description:
It was reported the device had heat during testing conducted by a manufacturer field service technician at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.